Manufacturer narrative:
Distributor replaced timing regulator prior to returning to manufacturer for evaluation. Reported complaint could not be reproduced. Device was tested to final test specifications and returned to customer.

Event description:
After 30 minutes of operation, device stopped with compression depth at 4cm with no response from controls. Device was disconnected from oxygen supply and compression depth returned to 0cm.